Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an interrogation, the programmer display turned blank then displayed an error. The programmer is expected to be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.